Manufacturer narrative:
(B)(4).

Event description:
It was reported that electrical tools drained the device battery, the pt experienced swelling in the face after the implant, and the pt's wife's watch stopped if she got near his device. The health care provider had no knowledge of these allegations when contacted.